Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files displayed multiple strings of low power hazard / power cable disconnect / no external power alarms when tethered to the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file captured three no external power alarms, one on (B)(6) 2024 and two on (B)(6) 2024. These alarms occurred while the mobile power unit (mpu) was in use and appeared to have been caused by a loss of ac power, as the voltage within both power cables steadily decreased. These alarms resolved within a few seconds of activation when power was restored to the system. The alarms did not prevent the system from operating as intended throughout the data, and other notable events regarding the mpu were observed. The mpu (serial number (B)(6)) was not returned for analysis. Available information indicates that the patient has access to the v-lock ac power cord. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Driveline power fault / power b broken alarms were also noted to have started on (B)(6) 2024. The system controller and modular cable were exchanged. The patient tolerated the switch well. No further alarms were noted. Follow-up log files confirmed no further alarms were noted.